Event description:
Boston scientific received information that during a lead revision procedure to replace the right ventricular (rv) lead, it was noted that the insulation on this right atrial (ra) lead was damaged. The ra lead was successfully replaced and will be returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Both leads are expected to be returned to boston scientific for further analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the right atrial (ra) lead was performed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil, approximately 275 millimeters (mm) from the lead's terminal pin. Electrical testing was performed and the lead met specifications, indicating that the conductor coil was not fractured. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.